Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an interrogation the programmer generated an error message. The programmer was rebooted but error recurred when the interrogation resumed. The 2090 service diskette was run and the issue was resolved. No patient complications have been reported as a result of this event.